Event description:
The cannula portion of a 0.5ml syringe dissconnected from the syringe while it was in the anterior chamber of the pt's right eye during a phacoemulsification with intraocular lens implant. The cannula punctured an area behind the iris causing vitreous loss from the eye. A subtotal vitrectomy was then necessary for this pt.